Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing , a "close door error" was not reproduced. A review of the event history log revealed 'shut door - power off ' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be upper latch switch was not activating properly with the hook. The upper latch switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not recognize the closed door with IV tubing even when it¿s closed during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, keep saying door close with IV tubing even when it¿s closed was reproduced as a load set. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was not activating properly with the hook. The upper latch switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.